Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01788.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pc), a ruby coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous, narrowed and calcified. During the procedure, the physician successfully implanted six pod pcs in the target vessel using the microcatheter. Next, the physician advanced an additional pod pc into the vessel and attempted to detach it using the handle; however, the pod pc failed to detach after several attempts. Then, while retracting the pod pc, it unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and the pod pc was removed. Next, the physician reinserted the microcatheter into the patient¿s body. The physician then advanced another pod pc into the vessel and manually detached it. It was reported that no handle was used. The procedure was completed at this point. There was no report of an adverse effect to the patient.